Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.

Event description:
Customer reported receiving an errc-4 message when a test strip was inserted on their freestyle blood glucose monitor. Customer delayed taking their glucofage tablets due to not being able to test and customer reported experiencing frequent urination, extreme thirst, and hunger. Customer had a loss of consciousness and was seen by their doctor. There was no diagnosis or no known treatment administered to stabilize glucose levels.